Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported that during operation the affected device shut down. A loud hissing noise could be heard and a strong 'air blast' was perceptable in the area of the flow sensor. According to the user, the patient was no longer being adequately ventilated. A few moments later, the device switched on again and generated alarm messages. The patient was ventilated manually; the affected device was replaced. No patient health consequences were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that during operation the affected device shut down. A loud hissing noise could be heard and a strong 'air blast' was perceptable in the area of the flow sensor. According to the user, the patient was no longer being adequately ventilated. A few moments later, the device switched on again and generated alarm messages. The patient was ventilated manually; the affected device was replaced. No patient health consequences were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected evita xl device was examined onsite by dräger service and the log file was made available for further investigation. Based on the log file analysis, it could be confirmed that a device malfunction occurred on the (B)(6) 2025 at around 03:12 am, causing device restarts. Two minutes afterwards, the device was actively switched to standby at 03:14 am and switched off at 03:15 am. A faulty air mixer cartridge was identified as root cause of the device malfunction. Replacing the air mixer cartridge remedied the issue. During a restart, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. If the boot sequence is successfully completed (duration approx. 8 seconds), ventilation continues with the previous parameters. Directly after restarting ventilation, an 'mv low' alarm is generated, which continues until the applied volume is greater than the lower set limit value for the minute volume. The display is dark during a restart. In case of an unsuccessful restart, an audible alarm is activated, and the emergency breathing valve remains open. The restarts are repeated until the device is switched off. The device reacted as specified for this device malfunction and initiated and alarmed restarts to remedy the internal deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.